Manufacturer narrative:
On 9-apr-2026, additional information was received indicating the physician aspirated while inserting catheters into the sheath. The physician has not seen air within the vizigo sheath when inserting different devices other than varipulse. Each time varipulse is used, the physician checks the translucent hub for air. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse catheter and a vizigo sheath and the patient experienced cerebral infarction. On (B)(6) 2026, varipulse catheter was used to perform pulmonary vein isolation (pvi) for paroxysmal atrial fibrillation (paf). On (B)(6) 2026, the physician reported that magnetic resonance imaging (MRI) identified a small cerebral infarction (MRI showed an embolic shadow). The patient reported mild left-hand numbness postoperatively, which was identified by MRI. Routine postoperative MRI is not usually performed. Patient did not required extended hospitalization (patient was discharge on (B)(6) 2026). A mild decrease in grip strength persisted. The symptoms were reported to be gradually improving with no additional intervention. The physician's opinion on the relationship between the event and the product was that air entered during insertion of the varipulse catheter (through the vizigo sheath) or the issue occurred somewhere during pulse-by-pulse ablation. No abnormalities were observed prior to or during use of the product. There were 28 ablations, 84 applications. No intracardiac excessive microbubbles observed via ultrasound, or excessive impedance errors were noted during the case. There was no evidence of char /thrombus/clot during the procedure, however, no pre-ablation thrombus check was performed. No anatomical abnormalities were noted. Activated clotting time (act) was high (350 seconds or more). The flow during ablation was 30 ml/min. The patient's rhythm during ablation was sinus rhythm / coronary sinus (cs) pacing. On 9-mar-2026, additional information was also received indicating there was no malfunction with the vizigo sheath. The physician states that air enters during varipulse insertion, even if the product was functioning normally. An air embolism was suspected because air was often observed in the transparent area near the hemostatic valve of the vizigo sheath during varipulse insertion, however, no obvious air embolism was observed. No malfunctions with the varipulse catheter. The patient had a cha2ds2-vasc score of 1. Anticoagulation/ strategy: direct oral anticoagulants (edoxaban). There was no cardioversion before ablation. The adverse event was initially reported only against the varipulse catheter and based on the new information received, the adverse event and reported product malfunction will now also be reported against the vizigo sheath.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 16858543 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).